Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported right side 'signs of intracapsular rupture', 'common folds', and 'fibroadipose fragments covered with a dense fibrous layer containing a few lymphocytes, with surface areas rich in macrophages, and giant cells with a type of foreign material appearing empty on the periphery.' The device has been explanted and replaced with another manufacturer's brand.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Crease folding of implant : not observe no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side 'signs of intracapsular rupture', 'common folds', and 'fibroadipose fragments covered with a dense fibrous layer containing a few lymphocytes, with surface areas rich in macrophages, and giant cells with a type of foreign material appearing empty on the periphery.' The device has been explanted and replaced with another manufacturer's brand.